Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was bleeding after the device cut the vessels. The surgery time was extended over 30 minutes and the surgeon utilized sutures to complete the case. It is unk if re-grasp alarms or end tones were heard. The amount of blood loss is also unk but there was no transfusion necessary. It is unk how often the device was cleaned. Any injury to the pt was resolved.